Event description:
It was reported that externalized conductors were observed via fluoroscopy. All parameters were good during device interrogation. Lead will be monitored. Patient condition is good.

Event description:
New information received notes that during follow-up, all electrical parameters were found to be stable. The patient was in good condition and was scheduled for a follow-up in three months.